Event description:
It was reported that the patient has expired after implant duration of approximately 1.6 months, due to unknown reasons. Per the operative report of 2009, the patient went in for open heart surgery to correct the aortic stenosis and mitral regurgitation.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received; however, the cause of death was not provided, nor, could it be learned. A device history record review is in process. The patient also had another valve implanted. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.